Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010. The complaint was classified based on information obtained during the follow up call. The patient reported that the alleged inaccuracy began in (B)(6) of 2010. The patient claimed that on either (B)(6) 2010 he obtained blood glucose readings of "290 and 220 mg/dl" with the subject meter, performed minutes apart from each other. The patient was concerned not only about the large variance between the results, but also that they were high compared to his normal results. The patient informed the mss that he manages his diabetes with "r and n insulin" based on a sliding scale. The patient reported that in response to the results obtained, he took an increased dose of both insulin's and shortly afterwards (time not known) felt shaky. At the onset of symptom, the patient claimed he treated self with candy. The patient also reported that on the morning of (B)(6) 2010 he obtained a fasting blood glucose result of "340 mg/dl" with the subject meter, which he felt was high based on his normal results. In response to the reading, the patient claimed he took an increased dose of r insulin (30 units). The patient was unable to confirm if he ate after administering the insulin; however, stated he felt shaky and sweaty after taking the increased dose of insulin. The patient stated he treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.